Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported the sixty-two-centimeter lead displayed a sensing issue and the pacing lead displayed a sensing problem. The leads were removed, and no patient complications have been reported as a result of this event.